Event description:
The facility reports the resident was being transferred from a bed to chair when the lift actuator dropped to the floor with the resident. There was no reported injury to the resident or caregiver. When the MFR was first advised of this potential incident, there was no description of the event in the incident report. After several communications with the facility through the reporter, the MFR finally received a revised incident report including a clear description of the event on (B) (6) 2009. Per the (B) (4) investigator, the up and down functions were working as intended. However, it was noticed that the lift almost free-fell down when the emergency lowering was activated. Further investigation will be performed when the lift is received by the MFR. (B) (4).